Event description:
It was reported that there was a pcu (8015) system error. It was noted that "very low battery 5 mins to shutdown" was displayed on the device at the time that the system error occurred. Although requested, no additional event or patient information was provided.

Manufacturer narrative:
The customer¿s stated issue of pcu system error was not confirmed through a review of the device logs or through testing. Inspection: an internal and external inspection were performed on the source device. There were observations of fluid ingress in the front cover or rear case on the bottom edges. There was no contamination observed on the electronic components. Both iui¿s have corrosion on the common ground tabs at the mounting points. The female iui has some dried fluid remaining on the pins and corrosion on pin 15. The male iui has isolation rib damage. Functional testing consisting of battery testing performed on the source pump module found the device operating in specification. However, the battery in use during the time of the event was not provided. The battery should also be conditioned every 12 months by qualified service personnel and replaced every 2 years by qualified service personnel. Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. Test results: battery testing showed the device working in specification; however, the battery has been replaced since the reported event. Root cause: the root cause of the customer¿s complaint was not definitively identified in this investigation. The returned pcu was thoroughly tested and inspected; no fault was found. Device history review: a review of the device history record showed the device had a manufacture date of 03/11/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure that correlated to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received with completed investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a pcu (8015) system error. It was noted that "very low battery < 5 mins to shutdown" was displayed on the device at the time that the system error occurred. Although requested, no additional event or patient information was provided.